Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported "autofill failure" issue. The fse performed all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. The full event site name is: (B)(6) medical ctr.

Event description:
It was reported that during setup, the cardiosave intra-aortic balloon pump (iabp) had autofill issues. There was no patient involvement, and there was no adverse event reported.